Manufacturer narrative:
Additional information: updated to reflect no patient involvement, incident occured during preventive maintenance. Device evaluation: device received in good physical condition. Unable to download event log to check for evidence of reported problem. During visual inspection of the pump no damaged or cracked was found on the device. Pumped failed the delivery test. The customer reported condition was confirmed. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump failed delivery accuracy test (>20 +/- 1.2ml). No patient involvement, issue occured during preventive maintenance.

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump failed delivery accuracy test (>20 +/- 1.2ml). It was not specified whether this occurred during infusion or interrupted therapy. No adverse effects were reported.